Manufacturer narrative:
E1: patient city: (B)(6), patient country: belgium. Name: medtronic minimed, street: 18000 devonshire street, city: northridge, state: ca, zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia on (B)(6) 2026 due to pe teacher entered carb value as bg and stopped the pump to administering insulin as resulted in high bg and was treated with correction bolus.